Event description:
A customer reported a malfunction alarm, which could not be reset. There was no reported adverse impact on the customer's blood glucose level, as the specific impact was declined to be answered. Technical support facilitated a replacement of the malfunctioning pump, communicated instructions for its return, and ensured the customer's shipping details were confirmed. Customer declined to provide additional information.